Manufacturer narrative:
Correction: the medtronic representative reported that the exact amount of inaccuracy could not be identified. The software investigation found that the reported event was unrelated to a software issue and related to reference frame used being moved by the physician. The software functioned as designed.

Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported imprecision. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, a screw was inserted into the region of the first sacral nerve (s1), which was reported to have the tip of the screw in the caudal direction. The deviation was confirmed via fluoroscopy. To screw was then replaced to resolve the deviation. Following the revision, there was no additional impact on the patient. It was reported that the reference frame used was moved by the physician, resulting in the imprecision. There was no reported delay to the procedure due to this issue. No additional information was provided.